Event description:
I am writing to you regarding my recent experience with liposonix. It started a few years ago when I began saving my money because I knew I wanted some sort of procedure that would reduce inches in my abdomen area. I am a teacher and fortunately, in (B)(6) 2013, I learned that I was going to be receiving a bonus check this may. With this money from by bonus check, I would finally have enough money to have a procedure done. After much research, I chose to have the liposonix procedure. Unfortunately, for me, this procedure has been a nightmare. I had the procedure done on (B)(6) 2013. The procedure itself went fine. But 24 hours after the procedure, I started experiencing what I would soon find out were premature ventricular contractions (pvcs). At the time I had no idea what was happening to my body. I went to a minor medical center on (B)(6) 2013. I had a normal EKG, but when the doctor examined me, he observed my having pvcs. The pvcs continued regularly throughout the next 24 hours, keeping me up all night. The next morning, on (B)(6), I had been up all night with pvcs and my right arm and hand were numb. This caused was an extreme fright, and as such, I went to the emergency room. On (B)(6), I saw a cardiologist, as instructed, as a f/u appointment recommended by the ER doctor. Again, the EKG was normal, but when he examined me, he observed pvcs. He put me on a beta blocker medication. I continued to experience pvcs off and on for the next several days, until they stopped around (B)(6). Basically, the onset of the pvcs was 24 hours after the liposonix procedure and the peaked a couple of days after, then decline - lasting a total of about 7 days. As the swelling from the procedure went down, the pvcs decreased. This is all the proof I need to know that the pvcs were a direct result and side effect of liposonix. So, here is why I'm contacting you: I wish there would have been some sort of warning or side effect listed in the liposonix literature about "rare but serious side effects include pvcs." I know that my pvcs were caused by the liposonix procedure and I now have approx (B)(6) in medical bills as a result of experiencing these pvcs as a side effect of the liposonix procedure. If this was listed as a side effect I would have known pvcs were possible and wouldn't have all these medical bills, in addition to taking a day off of work. I want to mention that at my f/u appointment 4 days after the procedure (tuesday, (B)(6)), both aestheticians that performed the procedure commented on how swollen I was. One theory that I have is that my protein c levels elevated from all of the swelling, which in turn, caused pvcs. I would like to know what your thoughts are regarding my experience with liposonix. I paid (B)(6) for the procedure and (B)(6) in medical bills, and I feel that my medical bills could have been avoided had there been some sort of warning about experiencing pvcs as a side effect from the procedure. (B)(4) has now completed its review of your liposonix treatment of (B)(4) 2013, which was followed by your experience of premature vascular contractions. You believe that the pvcs were triggered in some fashion by liposonix. (B)(4) has carefully considered the matter in consultation with a medical doctor who specializes in liposonix and related procedures using ultrasound. After reviewing the pertinent materials with respect to your symptoms, the doctor concluded that within reasonable medical probability, there is no relationship between the liposonix procedure and your experience with pvcs. The doctor notes the lack of any similar reports in the history of liposonix procedures and related studies of the technology. We appreciate that given the proximity in time between your treatment and the onset of the pvcs, it is understandable to conclude that there was a causal relationship. But we know of no mechanism that would explain such a relationship. It appears that pvcs can occur spontaneously without an apparent cause. Even in what we regard to be the unlikely event that the liposonix somehow triggered your cardiac symptoms, (B)(4) believes the reaction was unforeseeable and idiosyncratic, and not indicative of a defect in the liposonix product or the procedure. For these reasons, (B)(4) is not in a position to offer compensation for your unfortunate experience. We are please to hear that the cardiac symptoms were short lived, and we wish you well.